Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device successfully deployed the starclose clip in the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. Counter traction and assertive pull were used to remove the device from the pt anatomy. Hemostasis was achieved with the clip. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.